Event description:
It was reported the rigid video laparoscope showed streaks when the optics were moved to a different location. The issue occurred during the laparoscopy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cable (llk) plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the most probable cause of the malfunction light guide cable (llk) plug of the video cable section contains foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.